Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer reconnected bus cable connectors for all drawers in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure and unable to dispense medication. The customer acknowledged that a delay in patient care occurred as a result of the malfunction. There were no adverse events or injuries reported based on this event.